Event description:
Patient reported the infusion device is missing the a2 (battery low) alert. Patient stated the infusion device may have been dropped on the floor. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within the report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.